Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and reported failure was confirmed. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches range from approximately 0.079" to 0.155¿ in length and are not axially aligned with the tube axis. Material was missing from the surface of the main tube.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the brown cover was found to be missing over the orange at the end of the monopolar curved scissors instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the missing part of the instrument was not originally located on the area that would be covered by the tip accessory. The customer stated that the instrument was not used in the case per the noted damage and there was no reported fragment or patient injury in the last procedure that the instrument was used on.